Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that recently she had some emergency room trips, hyperglycemia and hypoglycemia unawareness, nighttime lows, high during daytime, and was in diabetic ketoacidosis four times and was hospitalized three times for it. The customer's blood glucose reading during the call was unknown. Customer stated she was unsure if the insulin pump was the cause of the problems. The customer was contacted again to discuss the adverse issues but she declined to discuss. No further details were obtained, and nothing was replaced or returned.